Event description:
It was reported to philips that fluoroscopy failed, making x-ray exposure not possible on an allura xper fd10/10. The clinical use of the system was in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the converter (12nc, q+kama) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).